Manufacturer narrative:
The battery pack of the device was requested for investigation. Investigation results will be reported in the follow up report.

Event description:
It was reported that while transporting a patient which was connected to the ventilator, the ventilator shut down and alarmed. The ps500 batteries did not allow the expected ventilator run time. No patient injury reported.